Manufacturer narrative:
As reported, during prep of the 4.0x40 .014 142cm aviator plus percutaneous transluminal angioplasty (pta) balloon system, continuous air was visualized when negative pressure was applied to remove the air. It was therefore assumed to have a hole. The procedure was completed with a new aviator pta balloon and was used successfully. The device was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks, or any other damages noted prior to inserting the device info the patient. The contrast/saline ratio was noted to be 50/50. The device was returned for evaluation. A non-sterile ¿aviator plus .014 4.0x40 142cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected confirming the balloon arrived deflated. The distal end showed the balloon cover properly mounted on the shaft, with no other anomalies or malfunctions noted. The reported ¿balloon leakage-during negative prep¿ was not confirmed during analysis of the returned device. The exact cause cannot be determined. The product evaluation did not reveal any defects or malfunctions that could have led to the observed continuous air leak reported. The absence of any other anomalies suggests that the overall product integrity is maintained. Therefore, based in the information available for review, it is likely procedural factors and/or handling of the device may have contributed to the events reported. According to the warnings in the safety information in the instructions for use, ¿prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Ensure that the devices are prepared according to the steps outlined in preparation. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and the proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure all air is removed from the balloon and inflation lumen repeat steps 8-12. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, during prep of the 4.0x40 .014 142cm aviator plus percutaneous transluminal angioplasty (pta) balloon system, continuous air was visualized when negative pressure was applied to remove the air. It was therefore assumed to have a hole. The procedure was completed with a new aviator pta balloon and was used successfully. The device was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks, or any other damages noted prior to inserting the device info the patient. The contrast/saline ratio was noted to be 50/50. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during prep of the 4.0x40 .014 142cm aviator plus percutaneous transluminal angioplasty (pta) balloon system, continuous air was visualized when negative pressure was applied to remove the air. It was therefore assumed to have a hole. The procedure was completed with a new aviator pta balloon and was used successfully. The device was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks, or any other damages noted prior to inserting the device info the patient. The contrast/saline ratio was noted to be 50/50. The device will be returned for evaluation.